Event description:
It was reported that the patient experienced a shocking or jolting sensation at the location of the right-side implantable neurostimulator. Initially, the shocking sensation occurred only when the therapy status was checked using access review. On (B)(6) 2011, the patient experienced the sensation at the device site, while sitting in chari. The stimulation was turned off for about ten minutes. When the therapy was turned back on, the issue had resolved. The patient had history of falling during the day, and a sleep disorder that caused the patient to fall out of bed. There had been no recent falls, however, it was later reported the patient met with the manufacturer representative and the physician. The patient experienced a diminished therapeutic response. Also, the shocking sensation felt at the device site, traveled down the arm. Palpation did not recreate the shocking sensation. It was not possible to reprogram the patient's device and previous changes in programming did not alleviate the issue. All impedance readings were within normal limits. A different access review was used to check the patient's system with the same response. As of the date of this report, there was no "clear evidence" to perform any surgical intervention. No changes were made and the patient continued with the device turned on. Additional information was requested, but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.